Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot#: 0203683427, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 05-apr-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient who was receiving palladon at a dose of 2.3 mg/day via an implantable pump. The indication for use was not provided. It was reported that in the past, there were similar problems of volume discrepancies and the patient's catheter had a kink, which had been resolved after a short period of slight withdrawal symptoms at an unknown date. It was indicated that it could only be assumed that pressure of contrast agency resolved the kink and that no surgical intervention took place. It was stated that no further information on this was available. No further complications were reported or anticipated.